Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 4x15 palmaz bue on aviator balloon expandable stent detached prematurely during delivery to the target lesion. The stent became dislodged during delivery to the lesion. The procedure was completed by withdrawing the system and using another product. The operator retrieved the stent using a snare device. There was no other reported patient injury. No damage was noted before or after insertion into the patient. The device was stored according to the instructions for use (IFU). No anomalies or packaging damage were reported prior to use. There was no reported difficulty removing the product from the packaging. The stent was noted to be manipulated on the sds. The balloon was not partially inflated to maintain stent position. No damage or deformation was observed on the stent. It is unknown whether resistance was met while advancing the device. The target lesion involved vertebral artery stenosis.the device will be returned for evaluation.

Event description:
As reported, the 4x15 palmaz bue on aviator balloon expandable stent detached prematurely during delivery to the target lesion. The stent became dislodged during delivery to the lesion. The procedure was completed by withdrawing the system and using another product. The operator retrieved the stent using a snare device. There was no other reported patient injury. No damage was noted before or after insertion into the patient. The device was stored according to the instructions for use (IFU). No anomalies or packaging damage were reported prior to use. There was no reported difficulty removing the product from the packaging. The stent was noted to be manipulated on the sds. The balloon was not partially inflated to maintain stent position. No damage or deformation was observed on the stent. It is unknown whether resistance was met while advancing the device. The target lesion involved vertebral artery stenosis.the device will be returned for evaluation.

Manufacturer narrative:
As reported, the 4x15 palmaz bue on aviator balloon expandable stent detached prematurely during delivery to the target lesion. The stent became dislodged during delivery to the lesion. The procedure was completed by withdrawing the system and using another product. The operator retrieved the stent using a snare device. There was no other reported patient injury. No damage was noted before or after insertion into the patient. The device was stored according to the instructions for use (IFU). No anomalies or packaging damage were reported prior to use. There was no reported difficulty removing the product from the packaging. The stent was noted to be manipulated on the sds. The balloon was not partially inflated to maintain stent position. No damage or deformation was observed on the stent. It is unknown whether resistance was met while advancing the device. The target lesion involved vertebral artery stenosis. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 4x15/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing that the unit does not present any damages or anomalies. The balloon does not have the stent mounted and it was not returned for analysis. The balloon arrived not inflated without the manufacturing pleating. The stent struts marks can be observed. No other outstanding details were observed. The balloon surface was inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The reported event of ¿stent dislodged¿ cannot be conclusively verified, as the device was returned without the stent and no procedural images were provided. The balloon showed stent strut impressions confirming proper crimping during manufacture, and no manufacturing anomalies were identified. The absence of manufacturing pleats suggests the balloon had been previously inflated, though it cannot be determined if this was intentional during the procedure. Additional contributing factors include manipulation of the device on the sds and possible anatomical challenges of the vertebral artery. Based on the available information, procedural and handling factors are the most likely contributors to the reported event, while a definitive root cause cannot be established. The cordis palmaz® blue® .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries. Using the product outside of its indicated use may involve additional risks not described in the labeling. Furthermore, the safety and effectiveness of this device has not been demonstrated for use in the vertebral artery. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.